Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not communicating. A technical support specialist (tss) followed the relevant knowledge articles to validate data and confirmed that all transactions and patient details were successfully stored in ephi, with no bogus updates required. The tss completed remediation by clearing all upload processing errors via synchronized 2.0 and verified that no errors remained in health sight viewer (hsv). A database backup was performed, and or1 was confirmed fully remediated. The tss sent closure confirmation to the customer and proceeded with case closure upon receiving approval. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple stations were not communicating. In health sight viewer, 18 devices were shown upload processing failures. The customer placed the stations into critical override mode. When attempted to generate a report, an error stated unexpected data error occurred was encountered. The customer also reported a prior extract transform load process failure error, which had since cleared; however, the stations remained non-communicative, and report generation continued to fail. However, there were no delays or adverse events or injuries reported based on this event.